Event description:
It was reported that the patient was implanted with an srom stem and hip ball but had a competitor acetabular component. The original implant date is unknown. The patient's hip dislocated, and when surgeon went to reduce the hip under the c-arm, he noticed that the patients acetabular component had become loose. Surgeon realized that the patients acetabulum was beyond repair without implanting a tri-flange construct, so he opted to remove all implants except for the srom sleeve. He wants to be able to toss an srom stem back in once the tri-flange component is ready. Original implant date. Unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).